Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in argentina who received morphine 7,5 mg/ml at a dose of 7,57 mg/day and bupivacaine 1.9 mg/ml at a dose of 1,2 mg via an implantable pump. The indication for use was not provided. It was reported that during device follow-up on (B)(6) 2017, ¿drug reservoir volume removal above reported¿. Patient symptoms were not reported at this time. There were no reported environmental, external, or patient factors that contributed or led to the event. No diagnostic testing or interventions taken however there was report that surgical intervention occurred (no further details other than the details reported earlier in this event). This information was being clarified. At the time of the report, the issue was unresolved and the patient¿s status was reported as alive-no injury. The pump remained implanted and in-service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Intervention required no longer applies to the event. Additional information received indicated a surgical intervention did not occur. Updated. Additional information received also indicated the volume discrepancy was within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated a volume discrepancy occurred where the actual reservoir volume (arv) was 12ml and the expected reservoir volume (erv) was 5ml. The remaining medication was removed. The pump was successfully refilled on (B)(6) 2017. The patient experienced pain in association with the event. No surgical intervention occurred and the issue was considered on going. No further information was available.